Event description:
Had mentor gummy bear implants after a bilateral mastectomy due to brca 2 positive test. This is a decision I made to save my life! I did hot heal quickly after surgery and haven¿t felt normal since then. I have had terrible sinus infections which led to sinus surgery. Always catching the latest bug that is going around. I have had everything from bronchitis, walking pneumonia, flu, severe joint pain that migrated through my joints. Cataract surgery. Blurry vision, severe fatigue, diagnosed with autoimmune issues that my ra still hasn¿t pin pointed to one. Test results are up and down every 3 months. This is just to name a few of the things that have happened post mentor gummy bear implants. I no longer enjoy everyday life. My home life was filled with joy pre implants now I am just trying to survive everyday life. My family and I have suffered due to the fact mom is always too sick or fatigued to do any outings. My work is starting to be affected due to the fact that I ¿me always sick!!! I have just been reprimanded for excessive days out sick. I have worked for the same company for 25 years and I¿ve only had health issues the last 3 ½ years. I wish I had never put these disgusting things in me!